Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2018-00307. Follow-up revealed the patient's leads were explanted and replaced (with a single lead/different model). Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2018-00307. It was reported the patient's system was not providing effective stimulation. A company representative met with the patient for reprogramming with one of the leads showing low impedance. X-rays were taken which confirmed the left lead had migrated. The patient reported no falls, accidents or traumatic accidents. Surgical intervention will be taken for lead revision.